Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger was unable to recognize the battery pack. The last pt to use this charger did not report any problems.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation, the charger/modem's battery board was found to be defective, which caused battery faults. The battery board pins were not seated correctly into the j5 connector on the battery charger/modem bedside board. The root cause for the incorrect seating of the battery board pins could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this charger/modem did not report any problems.